Event description:
It was reported that; aero blade broke while using in a case.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the debris was determined to be biomaterials. The debris causing the sliding plastic deformation likely pushed the complaint anchor to one side of the canal, leading to the complaint anchor hitting the titanium jacket and stopping. Conclusion: the most likely cause of the reported event was determined to be the debris embedded between the buckled anchor and the corresponding cage channel/jacket.

Event description:
It was reported that; aero blade broke while using in a case.